Event description:
A customer contacted baxter's technical service center regarding a system error 2084 during dwell 1 of therapy on the home choice device. The service representative had the home patient close the clamps, recycle the power to clear alarm, load the set with the door handle moved down. The device advanced into self test and prime. The home patient continued with therapy. The service representative explained to monitor the initial drain to ensure full the dwell out before fill 1. Per the initial report, the service center assisted the customer in evaluating and resolving the alarm during the initial contact. No patient injury or medical intervention was indicated at the time of the intial report. During a follow-up call, the home patient's husband reported that the same cassette was used when therapy was started over.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient